Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that patient's therapy stopped due to power on reset (por) seen. Patient reported having pain and also reported they had a fall a week ago on their back.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.